Manufacturer narrative:
(B)(4) - power cord ground stem.(B)(4) - siderail.

Event description:
It was reported by service report that the side rails would not raise and power cord was missing ground stem.